Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable glucose hk (glu), triglycerides (trig), cholesterol gen.2 (cho), and hdl-cholesterol plus 3rd generation (hdl) results on their c501 analyzer. The customer provided data for seven patients, of which six patients had discrepant results reported outside the laboratory. The first patient's initial glu result was 370 mg/dl. On (B)(6) 2012, the sample was repeated after the field service representative (fsr) visit. The repeat result was 191 mg/dl. The second patient's initial glu result was 271 mg/dl. On (B)(6) 2012, the sample was repeated after the fsr visit. The repeat result was 81 mg/dl. The third patient's initial glu result was 271 mg/dl. On (B)(6) 2012, the sample was repeated after the fsr visit. The repeat result was 81 mg/dl. The fourth patient's initial glu result was 252 mg/dl and the initial trig result was 221 mg/dl. On (B)(6) 2012, the sample was repeated after the fsr visit. The repeat glu result was 87 mg/dl and the repeat trig result was 126 mg/dl. The fifth patient's initial chol result was 49 mg/dl accompanied by a data flag. The sample was repeated and the result was 190 mg/dl. The technician reported 49 mg/dl outside the laboratory. On (B)(6) 2012, the sample was repeated after the fsr visit. The repeat result was 186 mg/dl. The sixth patient's initial chol result was 68 mg/dl accompanied by a data flag. The sample was repeated and the result was 60 mg/dl and it was reported outside the laboratory. The initial hdl result was 31 mg/dl. The sample was retested the same day on another cobas 6000 c501 analyzer, serial number (B)(6). The repeat chol result was 200 mg/dl. The repeat hdl result was 68 mg/dl. The customer considered the repeat result to be correct. None of the patients were treated based on the erroneous results and there were no adverse events. The chol reagent lot number was 65677301 and the expiration date was 10/31/2012. The glu reagent lot number was 65676601 and the expiration date was 04/30/2013. The hdl reagent lot number was 65807601 and the expiration date was 09/30/2013. The trig reagent lot number was 65329401 and the expiration date was 11/30/2012. The fsr found the rinse nozzle dripping. The rinse water tubing was pulled over too tight and it was causing back pressure. He performed corrective maintenance. The customer performed calibration, quality control, and a customer run.